Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise caused no image display, and fiber bonding in the outer tube area was damaged. A definitive root cause could not be identified. Based on the investigation results, it is likely that the following led to the malfunction: the video cable was broken video cable, which caused image noise and loss of image display. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparoscope, video had an image problem that appeared as a parasite on the image. There were no reports of patient harm.